Event description:
Reportedly, the staple line placed on the small bowel by the instrument in the initial side to side anastomosis did not maintain hemostasis and leaked. Therefore, a re-operation was performed to address the leak by resecting the site and hand suturing the site to maintain hemostasis. However, the hand sutured site did not maintain hemostasis either and an additional re-operation had to be performed two weeks later to complete the case. Procedure: laparotomy.